Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.5 diopter implantable collamer lens into the patient's right eye on (B)(6) 2023 as a replacement lens. It was noted the patient has high vaulting with the new lens, open angle. Lens remains implanted.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use - previous corneal or refractive surgery/ lower ecd. Claim#: (B)(4).